Manufacturer narrative:
A distributor engineer was at the customer site to address the reported issue. The fse replaced the wash heater and resolved the issue. The aia-360 analyzer returned to operation. No further action required by field service. (B)(4). No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: [3015] washer temp. Limit. Description: the wash solution temperature reach the upper limit. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The probable cause of the issue is attributed to a faulty wash heater.

Event description:
A distributor stated the customer reported receiving wash temperature error 3015 on the aia-360 analyzer. A distributor engineer was dispatched to address the reported issue, which resulted in delayed reporting of prolactin (prl), follicle-stimulating hormone (fsh), and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.